Manufacturer narrative:
On 07 december 2016 the manufacturer of the ceramic ball head (not marketed in us) provided a document review, reporting as follows: the component properties and the microstructure as obtained from the quantity documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to a lack of ceramic parts further investigations can not be done. On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: 6.5 years after primary cementless tha the patient reports pain and a severe bone erosion is visible on radiographs. The reason is unknown; the look resembles mainly a late infection scenario, but there is no confirmation to date. Most of the femur looks to be concerned with the phenomenon and also the acetabular and periacetabular bone look not healthy. The root cause remains undetermined but the likeness of an infection is significant. Batch review performed on 30 december 2016. Lot 090840: (B)(4) items manufactured and released on 20 may 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
Additional information received from the initial reporter on 01 december 2016 and includes: revision surgery completed on (B)(6) 2016 via amis approach. The stem was very loose with only a small amount of tip fixation and it was removed. There was a lot of granulation tissue removed from the femoral canal and sent for culture. There is a query that there may be a low grade infection. Results to follow. A cemented stem was implanted and leg length restored. Not available.

Event description:
The patient had been complaining of pain for a period of time. The surgeon planned a revision surgery for possible infection and stem loosening. At revision, the stem was very loose with only a small amount of tip fixation and it was removed. There was a lot of granulation tissue removed from the femoral canal and sent for culture.